Manufacturer narrative:
Reported event: an event regarding disassociation, wear and impingement involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned; medical records received and evaluation: no medical records were received for review with a clinical consultant; device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that patient's left hip was revised due to disassociation of the head from the stem. Surgeon reported trunnionosis. As a result of the disassociation, the stem impinged on the liner, wearing it on the rim.

Manufacturer narrative:
Corrected data: date of implant. An event regarding disassociation and wear/metallosis involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had primary left and right total hip arthroplasties since I was able to review the operation reports. I was also able to confirm that the patient had revision of the left total hip arthroplasty and revision of the right total hip arthroplasty and re-revision of the right total hip arthroplasty also because I was able to review the operation reports. Root cause analysis: the root cause of these events cannot be determined with certainty. The root causes of trunnionosis are multifactorial including surgical technique, especially in the way that the femoral head and trunnion are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, as well as implant factors. In this particular case the primary operations did not indicate any particular preparation of the trunnion and the femoral head prior to insertion. The root cause of early loosening of a revision implant and fracture of cables are also multifactorial including surgical technique, especially in the proper positioning and sizing of the components. Less likely would be patient factors including activity level, lifestyle, and bmi. I would not implicate the implants themselves given the information provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and metallosis. The event was confirmed by clinician review of the provided medical records. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to disassociation of the head from the stem. Surgeon reported trunnionosis. As a result of the disassociation, the stem impinged on the liner, wearing it on the rim. Update: this event is for the patients right hip revision on (B)(6) 2018. It was reported that patient's right hip was revised due to disassociation of the head from the stem. As a result of the disassociation, the stem impinged on the liner, wearing it on the rim. The stem was also revised as it was "deformed consistent with advanced trunnionosis."